Manufacturer narrative:
The investigation for the reported issue has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the retroperitoneal hemorrhage could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the following day after impella cp was placed a retroperitoneal bleed on CT scan was found. The patient received three units of blood products. The patient was stable.